Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side of the battery oscillator device was out of specification. It was further determined that the trigger was jammed, the turn knob mechanism was loose and the saw blade holder was cracked. It was further determined that the device failed pretest for functional test, trigger test, check saw blade coupling and general condition and check history. It was noted in the service order that the saw holder plate was cracked and did not hold the blade device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation update: additional investigation was performed on the device and it was determined that the assignable root cause was due to construction/design false, defective and wear from normal use servicing. The issues related to the cracked saw blade holder and the loose turn knob have been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.